Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating at the insertion tube peeled off due to stress of repeated use, external factors, or handling. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the tracheal intubation fiberscope was having angulation problems. Inspection and testing of the returned device found the connecting tube coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. Additionally, the device evaluation found a crack on the control unit, a dent on the suction tube in the control unit, wear on the angulation wires, the diopter ring was dirty, the indication on the light guide connector was unclear, the eyepiece was scratched, the control unit was dirty, and a dent on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.